Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause was traced to component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video telescope exhibited the fiber bonding in the outer tube area (distal end) was damaged, the light guide bundle of the insertion section was broken and the light transmission was not given or too low, the video cable section was cut and error b32 occurred. There was no patient involvement.